Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On february 10th 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient reported that the alleged product issue first occurred on (B)(6) 2017. The patient reported that he obtained inaccurate high reading of 240 mg/dl compared to 166mg/dl on another unknown device, performed less than 30 minutes apart. The patient manages his diabetes with a combination of medications including glimepiride oral and apidra insulin. He stated that as a result of the readings he wrongly increased his insulin by an unspecified amount. On an unknown time after the alleged product issue began the patient reported that he developed symptoms of shaky flighty and vision disturbance which he associated with a low blood glucose excursion. The patient detailed that he self-treated with food ¿ate half a banana¿. The patient reported that he obtained results of 169, 168, 124, and 126mg/dl on another device over an unspecified period of time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was intact. The patient did not have control solution to complete a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged device issue occurred.